Event description:
The nurse mentioned the fall when complaining about the mattress not being picked up yet. I asked if the fall had been reported but the nurse refused to give me more info and just insisted that we pick up the mattress today. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).